Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Patient code: (B)(4) secondary surgical intervention, explant and exchange for longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+3.5/074 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.